Event description:
It was reported that the pump software was suspending insulin delivery inappropriately. There was no adverse impact to the customer¿s blood glucose level due to this reported event. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.